Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that blood was leaking around the cap while connected to a patient. There was no patient harm.

Event description:
The customer reported that blood was leaking around the cap while connected to a patient. There was no patient harm.

Manufacturer narrative:
No product will be returned. The customer¿s report of a leak at the connection was confirmed per photo provided. The root cause of this failure was not identified.